Event description:
It was reported by repair work order that the customer alleged that the corner covers are broken. Upon inspection of the unit by the service technician, it was identified that both left side corner covers were broken with sharp edges exposed.